Event description:
Pt with a history of chronic coumadin management underwent eswl treatment on 2 renal stones (9 and 2mm). Procedure completed with no problems. Post-op pt had a bleeding episode necessitating a blood transfusion. They state they are returning to normal state of health since hospitalization. Doctor is presently monitoring pt's condition. Hematomas are identified as a possibly adverse event and are described in the labeling. There is also a warning in the manual that anticoagulants should be temprorily discontinued prior to extracorporeal shock wave lithotripsy to prevent severe hemorrhage.